Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose was not low. Customer states sensor glucose was 40 mg/dl and blood glucose was 292 mg/dl. Troubleshooting advised customer on meter readings and how to properly calibrate. Customer was advised to change the site and that the sensor would be replaced and to return the sensor for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor. Performed the continuity resistance test and the sensor failed per specifications. Unable to confirm the customer complaint of an adhesive anomaly due to the sensor was returned opened and used.